Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown while plugged into a power source. Customer's blood glucose level was not impacted. The pump was successfully turned back on and customer stated a new cartridge will be loaded onto the pump.